Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: review of the black box data revealed multiple records of call service 062 communication error alarms. On investigation, the pump powered on with audio tone and vibration; however, the display screen remained blank. There was evidence of moisture corrosion in the battery compartment and on the display screen inside the pump. Leak testing revealed moisture ingress at the site of a crack in the battery compartment. Investigation of the alleged cs060 alarm was unable to be completed due to the blank display screen and moisture damage.